Event description:
A patient who was undergoing patient 4th wbc depletion for recently diagnosed aml went into respiratory arrest during the procedure. Efforts to revive the patient were unsuccessful and the patient expired. This patient had fallen in the morning and had become very restless and confused prior to the treatment, "purple from nipples down and on one side of face". The patient's wbc count was 480,000. Per nurse, this did not appear to be machine-related.